Manufacturer narrative:
(B) (4). (B) (4): (B) (4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under-delivery. There was a note on the pump reporting an under-delivery.